Event description:
Pt had an extravasation of adriamycin from the implanted port catheter site which resulted in chemical mastitis. The pt is a 43-yr-old female with right breast cancer and is status post right breast lumpectomy. During the use of the catheter, the pt complained of symptoms. The catheter was removed and sent to the co for evaluation. Nothing was found wrong with the catheter. Following medical treatment of the chemical mastitis, the pt elected to have bilateral mastectomies. It is the opinion of the physician that the pt needed the mastectomy on the left side due to the estravasation.